Event description:
It was reported that a user experienced hyperglycemia with continuous glucose readings up to 316 mg/dl for about two hours on the first day of ilet use while unsure about the meal announcement, and a review confirmed a usual meal announcement with education provided that the ¿l¿ in delivery history denotes lunch; no device or component malfunction was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found and the event was characterized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.